Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavr procedure was completed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.